Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
It was reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled while taking the seal out of the package. A replacement heartstring seal was used to complete the procedure. No patient complications were reported.